Manufacturer narrative:
The investigation into product damage (cannula kink) has been completed. The pump was not returned for investigation. Data logs show low pump flow from the start of the case run, with active suction alarm. According to the clinical report, a kink in the cannula was noted on the pump. Patient had a history of aortic repairs. The cause of the low pump flow issue was most likely kinked cannula due to aortic anatomy. E4 should have been left blank on manufacturer device report 1220648-2024-13164.

Event description:
The user facility reported a patient scheduled for high-risk percutaneous coronary intervention was implanted with and impella cp device preoperatively. The insertion of the impella cp was successful; however, upon starting the pump, immediately suction alarms were noted. Fluoroscopy showed the cannula kinked near motor housing. The impella cp pump was explanted, and the percutaneous coronary intervention was completed without mechanical circulatory support. The physician noted the cannula kinked probably due to the aortic anatomy. There was no report of harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.